Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The reported shaft separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported/noted hypotube separation and multiple hypotube kinks and bends appear to be related to circumstances of the procedure. The hypotube fracture faces were returned oval shaped as if the hypotube was kinked prior to the separation. The noted kinks and bends on the hypotube likely occurred post procedure or during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the coronary artery. The shaft of the nc trek rx 3.5 x 20 mm broke into two pieces during advancement, outside the patient close to the hub. Another device was used to complete the procedure. There were no adverse patient effects or clinically significant delay. No additional information was provided.